Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
This emdr is for an unknown quantity of wafers from an unknown quantity of market units as reported by the end user. The wafer stoma opening was off-centered resulting in a decreased wear time of 1-4 days. Her usual wear time was 7 days. The quantity of used and unused wafers was unknown. No photo is available at this time.